Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2017 due to rising lead impedance and high threshold. No other electrical anomalies were noted. The patient was asymptomatic and was good during and after the procedure. Thresholds were good upon hospital discharge.